Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 430 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind sequence and passed the displacement test. Customer was advised that the pump was operating as designed and to call back if any further issues.

Manufacturer narrative:
No motor error alarm or no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.